Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that pump stops were found on interrogation. Log file analysis showed a pump stop on (B)(6) 2020 at 7:20 am and a low speed advisory on (B)(6) 2020 at 4:08 am. Speed drops were as low as 0 rotations per minute. A replace controller message was also captured on (B)(6) 2020 due to an lcd fault event which self-corrected. A controller exchange is not needed.

Event description:
The patient had a percutaneous lead repair in (B)(6) 2020. The patient was brought into the clinic and had multiple pump stops and low speed and low flow events. The patient was given a power module and ungrounded cable with instructions for use. The patient denied dizziness, lightheadedness, syncope or chest pain.